Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed during a generator change out. The electrical function of the lead was normal and no anomalies were detected. The patient was asymptomatic, stable and will continue to be monitored with routine follow-ups.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the patient presented in the intensive care unit after receiving multiple inappropriate shock therapies due to lead noise. Programming changes and further testing were recommended. The patient was not experiencing any cardiac related symptoms and was being monitored.

Event description:
Additional information received indicated that the rv lead was capped and replaced on (B)(6) 2016. The patient was stable post procedure.